Manufacturer narrative:
Eval summary: this is a plastic part and will tend to break due to repeated exposure to large bending forces that can occur during use. In this case, the root cause cannot be definitely determined; however, it is most likely due to repeated high bending load which finally caused the fracture. Eval: the instrument was fractured into two pieces on the 2mm thick end and both pieces were returned for review. The fracture occurred across the width of the instrument, not the length. Device history records indicate all components were manufactured and inspected to specification. Measurements of the instrument were found to be conforming to specifications. Scanning electron microscopic analysis was performed. Striated features on the fracture surface indicate that the fracture may have occurred by repeated loading. It is not known how long this device was in service.

Event description:
It is reported that the tension gauge fractured during use.